Event description:
Reporter alleged blood glucose measured 400 + mg/dl at 7:30 am so customer took normal 40 units of sliding scale insulin and ate as a result. It was stated customer passed out at 8 am and paramedics were called, however, the treatment or actions from them is not known. Customer stated paramedics transported him to the hosp where he was treated with dextrose, food, and morphine for pain due to a condition that is related to diabetes. A request was made for the return of the suspect device and replacement product was sent.